Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, when the first myoma was cut up into small pieces, the blade of the device did not rotate in the early use. Then the surgeon used the device with stops along the way, but it repeatedly moved or stopped. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.